Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: w044420306551 the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. It was determined that thetrima saw considerably more platelets than predicted in this run. It is suspected that the small platelets size compromised the lrs chamber function for the entirely of this collection. Additionally, the rdf indicated the contamination happened just before the second scheduled purge, and that purge precluded trima from flagging this procedure. At that time the collection would have been right around the double target. The customer confirmed the donor has a history of microcytic platelets. The donor's pre procedure cbc were provided to aid in the investigation. The donor's cbc confirmed that the platelet count is 289e3/ul, which is within the normal range. The mean platelet volume is 6.58 fl, indicating donor has microcytic platelets. Root cause: based on the investigation findings the cause of the leukoreduction failure was related to donor specific blood characteristics that may challenge the trima leukoreduction system, specifically, the smaller than average donor platelet size.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investgiation: the trima accel procedure summary (taps) report was submitted to aid in the investigation. The report confirms there were no flags indicating that the platelet product should be verified for white blood cell contamination. The donor cbc indicated this donor had low mean platelet volume on the day of this donation. It does look like trima saw considerably more platelets than predicted in this run. It is suspected that the small platelets size compromised the lrs chamber function for the entirely of this collection. Additionally, the dlog indicated the contamination happened just before the second scheduled purge, and that purge precluded trima from flagging this procedure. At that time the collection would have been right around your double target. The customer confirmed the donor has a history of microcytic platelets. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h6 & h10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.